Manufacturer narrative:
Initial 2 of 9. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose and was treated with correction injection via (mdi) manual insulin injection and drank water, also reported that he doesn¿t rotate the infusion set site location regularly on (B)(6) 2026.